Event description:
It was reported that the device illuminated the service indication. The issue was observed during a daily test. Physio-control inspected the device and found that the therapy pcb was blown and damaged. The device could possibly be unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.